Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the avnrt procedure, the contact force could not be reset when the catheter was in the right atrium. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.